Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: during investigation, a visual inspection of the pump showed cracks in the battery compartment and the battery cap threads were damaged. The pump was unable to maintain an electrical connection with returned battery cap due to cap detaching. A test battery cap was used for all testing. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn, however, the button responded appropriately to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).